Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that a short peel-away sheath was placed in the right femoral artery (rfa) without difficulty. The left ventricle (lv) was accessed using a 6 fr pigtail catheter over a j-wire. Per medical doctor (md) decision, the peel-away sheath was left in place, which is non-standard, and the existing sheath was repositioned and advanced to meet the peel-away. A purse-string suture was placed to secure this configuration. A tb and t-lock were applied, and the sheath was sutured to the thigh with angle-matched dressing applied. It was also observed that at the cardiac catheterization lab (ccl) , md was unavailable. Noted site is hemostatic and dry, pedal pulses palpable. On purge setting 9, all waveforms were within normal limits and the device was achieving 3.5 liters per minute of flow. The patient was weaned off norepinephrine, and vital signs were stable. The patient is approved for transfer back to the cardiothoracic intensive care unit. The procedure and patient outcome was unknown.

Manufacturer narrative:
This impella introducer report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.